Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri) and the time of recommended replacement was (B)(6) 2013 when the device battery voltage was less than or equal to 2.6251 volts. Concomitant products : 6947 implantable tachy lead (B)(6) 2010, 4194 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device longevity was not as long as expected; it was noted to be three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.